Manufacturer narrative:
The recipient chose to remove the implant for personal reasons. Elective removal of an implant is a procedure which requires medical/surgical intervention. This report is submitted on december 14, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to non-use of the device.